Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The event dates were unavailable/unknown.

Event description:
It was reported that after a da vinci-assisted transoral robotic surgery (tors) procedure, an unspecified number of patients experienced postoperative bleeding events over a three-month period, and some required unspecified, additional intervention. The event dates of these patients were unavailable/unknown. The patients would experience a successful procedure, no intraoperative complications occurred. The erbe settings are set to 3 cut 4 coagulation. The surgeon notes the monopolar and bipolar energy were effective intraoperatively, and appropriately cauterized bleeding tissue as intended. However, some would experience a postoperative bleeding event from a range of 5 days to 3 weeks. Some required subsequent procedures to successfully address the bleeding.